Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300800 and lot number 250206. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. No issues regarding any insect plague were raised during the manufacturing process and all pest controls were carried out as per the pest control plan. To aid in the investigation of this issue, three (3) picture samples and five (5) physical samples were received for evaluation by our quality team. The middle needle package showed a visible insect inside of the package. Based on a microscopic inspection of the samples, it appears that the insect entered the needle blister at a later stage, after biting through the film, and subsequently became trapped inside of the package. As per the investigation of the samples received, it seems the insect entered the product package after the manufacturing of the product. Therefore, we discard any indication the insect of entering during our manufacturing process considering the following: - during the sealing process, we have an in-process visual inspection in the primary packaging stage. - during cavity formation and the sealing process in primary packaging, the thermoforming process involves temperatures at which it would be highly unlikely for an insect to survive. In any case, the insect must have entered before the tertiary packaging stage. Considering that only a few hours elapse before the batch is sterilized with ethylene oxide, the insect would have died due to exposure to the gas at an early larval stage. This would have prevented the insect from developing to the size observed in the provided sample, also taking into account the width of the holes observed on the top web. The possibility of finding insects in our production area is negligible. The manufacturing facility has a pest control program where rodents, insects, and reptiles are controlled all year round. Disinfection of changing rooms and fumigation of insects are part of the scope of the program which covers all areas of the facility: production, services, warehouses and the outer perimeter including the boundary fence. The report from february did not detect any plague issue in hypodermic production area (report 02-2025, when this lot was produced. In terms of good manufacturing practices, the manufacturing facility trains all their associates annually and its application is very strict. In addition, the sample was sent for analysis to a specialized laboratory. The results indicate that the insect belongs to a fairly common species that can be found in various environments. Therefore, it cannot be ruled out that, if the secondary packaging had been opened, the insect may have entered and subsequently penetrated the primary packaging, as shown in the pictures attached.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that; a nurse bought a box of needles from us: 181055. When she opened the box she found this ¿little worm¿ in the bag.